Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of a rainbow in the middle of the video image or a complete loss of image. However, there was a crack noted on the objective lens, which may ave contributed to the report of a rainbow image. The device was also received with fluid in the endoscope connector. Evidence of corrosion was also found at the same location, which may have contributed to the user's experience. In addition, there was noted to be no endoscope data transmission, which was isolated to broken endoscope ID chip wires at the electrical connector. The cause of the fluid invasion could not be conclusively determined, as the unit passed leak testing. Given the findings of this investigation, it appears the source of this report is related to physical damage and/or fluid invasion due to user handling. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, there was a rainbow image in the middle of the video screen followed by a complete loss of video image. The procedure was completed with a different, but similar device. There was no pt injury.